Event description:
Complainant alleged that during biomed testing, the device displayed "compressor failure -1001", "compressor fault- 2001", "internal comm failure- 1175", "internal comm failure- 1471", internal comm failure - 1472" and "internal comm fault- 3470" error messages. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report of "compressor failure -1001" and "compressor fault- 2001" error messages was not replicated or confirmed. The device was put through extensive testing without duplicating the report. Review of the device log found no evidence of the report. The customer's report of "internal comm failure- 1175", "internal comm failure- 1471", internal comm failure - 1472" and "internal comm fault- 3470" error messages was observed in the device logs. However, the device was put through extensive testing including compressor calibration, o2 flow calibration, and exhalation valve tests without duplicating a malfunction. The device was recertified and returned for clinical use. Analysis of reports of this type has not identified an increase in trend.